Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and an elevated blood glucose level of 1096 mg/dl. Customer was treated with intravenous insulin and fluids. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the cause was due to a non-tandem infusion adhesion not sticking and subsequently falling off. The infusion set brand was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.